Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged two days post implant. There was no reliable capture at maximum outputs. Sensing measurements were acceptable. The associated device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.